Manufacturer narrative:
The affected device was analyzed by dräger service onsite. From the log file it could be seen that the log entries suddenly stopped on (B)(6) 2018 at 6:16 and did not continue until the device was repaired on (B)(6) 2018. The sudden stop indicates a loss of internal operating voltage. Based on this finding the power supply was checked and found to be faulty. It could be concluded that a faulty power supply led to a loss of internal operating voltage and resulted in a shutdown of the device. The device has been repaired by replacing the power supply and a subsequent test according to manufacturer specification passed without deviation. The device reacted as specified to the power supply malfunction by alerting the user with an independently powered audible alarm according to iec (B)(4) which lasts for at least two minutes. Additionally, in case of the power failure the emergency-breathing valve opens allowing spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator shut down while ventilating a patient and started ringing continuously. The patient was ventilated manually and another ventilator was put in the room. It was reported that the patient did not desaturate and no injury was reported.